Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported the customer received a no delivery alarm while attempting a bolus delivery. The customer's blood glucose was 553 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set may be occluded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-45506.